Event description:
Per the clinic, the patient developed skin breakdown and infection at the implant site. Subsequently was treated with antibiotics (type, date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.